Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had difficulty cauterizing into the gallbladder. Reportedly, the hot axios electrocautery "didn't burn correctly," so the device was withdrawn, and it was believed that an opening was created in the wall of the gallbladder. A second hot axios device was advanced through the initial puncture site in the duodenal wall, but the physician was unable to access the initial puncture site created in the gallbladder. A second puncture site was created in the gallbladder, and the second stent was successfully deployed. The physician was unable to access the first gallbladder puncture site in order to close it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the hot axios stent was being implanted for gallbladder drainage; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.